Event description:
Patient reported her vios never worked correctly. She had another machine at home which she has been using with no issues. Provided patient with phone number to manufacturer. No missed doses or adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.